Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation and was unable to feel stimulation on one program. The patient was also unable to increase amplitude. Diagnostics showed high impedances. Subsequently, the patient will undergo surgical intervention as the next course of action.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2017 at which the lead was explanted and replaced. Reportedly, effective stimulation therapy resumed following the procedure and the patient is happy with the outcome.